Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other six perclose proglide devices referenced are filed under separate medwatch manufacturer report reference numbers.

Event description:
It was reported that suture placement in the calcified left common femoral artery was attempted with proglide devices, using a preclose technique, via a 5fr sheath prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, cuff misses occurred with five proglide devices. The sutures of two additional proglide devices were successfully preplaced. The sheath was upsized to 14fr and the tavr procedure was completed. An attempt was made to close the access site with the sutures of the two pre-placed proglide devices; however, it was noted that the vessel was torn and hemostasis was not achieved. The right common femoral was accessed and a covered stent was placed to achieve hemostasis in the left common femoral artery. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The reported failure to achieve hemostasis appears to be related to interaction with the patient calcification. The reported patient effect of tissue damage is a known inherent risk of the procedure and the treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.